Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not requested the long bipolar grasper instrument involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the instrument log for the long bipolar grasper instrument part number 471400-10/lot/serial number (B)(4) associated with this event has been performed. Per this review of the logs, the long bipolar grasper instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 12 uses remaining after this last usage. An event verification confirmed the myomectomy procedure was performed on the reported event date (B)(6) 2022 on system sl0821. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the long bipolar grasper instrument became twist and was unable to use. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the long bipolar grasper instrument became twist and was unable to use. A backup instrument of same kind was used to continue the procedure. The procedure was completed with no report of patient injury. The long bipolar grasper is a multiple-use electrosurgical endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the long bipolar grasper instrument was inspected prior to use with no damage observed. The customer was unable to twist the instrument tip persistently during procedure. The jaws were not stuck on tissue when the issue occurred. There was no patient injury.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 failure analysis information can be found in the following fields: h6 and h10 intuitive surgical, inc. (Isi) received the long bipolar grasper instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint ¿the long bipolar grasper instrument became twist and was unable to use¿. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. For clarification, the instrument was found to have a broken pitch cable at the distal end. The version of the instrument does not contain cable crimps on the pitch cables, therefore, no pieces were missing. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure.

Event description:
Refer to h10/h11 for follow-up information.